Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a manufacturer representative that the bur became fragmented by the shaft during a functional endoscopic sinus surgery (fess) procedure. There were no additional actions taken since there were no fragments left on the patient. There was no delay to the procedure as another device was used. There was no patient impact or injury.